Event description:
The customer reported that the infusion line disconnected from the trocar during silicon oil injection. That led to ocular hypotonia. The surgeon had to replace the infusion line with a new one. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).